Event description:
Pt admitted with abd pain and ldh 2472/plasma free hgb 232, total bili 8.5. Ldh trending up despite bivalirudin and tirofiban gtts. Pt taken to or for pump exchange on (B)(6) with expected pump thrombosis.